Event description:
Pt had pacemaker placed in 2004 at hospital since pt has had pain and pacing of their ventricular lead that was found to pace their pectoral muscle. A chest x-ray revealed that the right ventricular lead was indeed outside of the heart.